Event description:
A report was received that the patient's skin was burned at the ipg site. It was noted that there was an actual break in the skin and the ipg had protruded outside. It was also reported that the patient fell asleep while charging. The patient was prescribed antibiotics. The patient underwent an explant procedure due to concerns regarding sterility. No device malfunction was suspected.

Event description:
A report was received that the patient's skin was burned at the ipg site when the patient fell asleep while charging. It was noted that there was an actual break in the skin and the ipg had protruded outside. The patient was prescribed antibiotics. The patient underwent an explant procedure due to concerns regarding sterility. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2108-70m, serial #: (B)(4), description: scs lead kit, phase 2 sterile package. Model#: sc-5312, serial #: (B)(4), description: scs charger 2.0. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.